Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was "high"; although value was not provided. Customer addressed elevated bg with a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.